Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge pressure high alarm. Tissue plasminogen activator was added to the purge to resolve the issue. No patient harm was reported. The pump was exchanged due to high purge pressure despite lysis therapy.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: impella 5.5 sn (B)(6) returned. High purge pressure: clinical details noted that "high purge pressure" alarm was triggered on second day of support. No kinks visible, purge fluid was already running with bicarb, and purge cassette was exchanged but did not resolve issue. Tpa was added to purge but pump was ultimately exchanged due to high purge pressure. Returned product was returned cut and high purge pressure reproduction testing could not be performed. Biomaterial was present around the impeller and purge gap on returned product. Data logs were reviewed and lt log showed a slow increase in purge pressure over approximately 10 hours before high purge pressure alarms were triggered. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis and returned product analysis. Device history lot: device lot: 1969493. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.